Event description:
On (B)(6) 2012, leica microsystems received info regarding sub-optimal tissue processing which had been identified by the lab on (B)(6) 2012. The tissue samples involved were described by the lab as "soft". Investigation of this complaint by leica microsystems is continuing.